Manufacturer narrative:
The baxter technician found the right drive handle needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Intellidrive transport system: examine for damage. Replace if any of these have occurred: belt is off of the pulley. Divot is great than 0.5 inches in length. Internal steel belt is broken and protrudes out of the surface of the belt. Material breakdown due to unknown foreign substance. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 18, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right drive handle to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.